Event description:
Legal claim with operative report states that patient experienced clicking, squeaking, and a crackling noise in his left hip. He had significantly elevated levels of cobalt and chromium. On (B)(6) 2011, patient underwent revision surgery. As the op report states, there was a lot of metallosis on the soft tissues and visible metal debris was removed. They repaired the gluteous medius tendon disruption from the femur. It was also noted that patients left leg was 1 cm shorter than the right leg.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.